Event description:
Ous MDR - it was reported that approx. 72 months after the implantation increasing threshold and impedance were noted. Based on x-rays a lead insulation damage was suspected. The complete system was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 15.5 cm distal to the is-1 connector pin. The proximal and the severely stretched distal lead fragment were received for analysis. In between a segment of the lead body was missing. The length of the missing lead part could not be determined due to the massive elongation of the distal lead fragment. During the visual inspection, the lead body was found multiply covered in calcified appearing tissue residuals. A subsequent edx analysis (energy dispersive x-ray spectroscopy) of these tissue residuals confirmed the assumption of calcification. The thorough analysis of the distal lead fragment showed a rubbed through insulation, particularly between 13 cm and 8 cm proximal to the lead tip. Consistent with the complaint description and the provided x-ray movies, the conductor cable to the ring electrode was found exposed in this area. The characteristics of the observed damage indicate severe mechanical stress in the implanted state. Based on the above mentioned findings, it is assumed that calcification led to an increased stiffness, affecting the leads motion. An analysis of the provided x-ray movies showed a further ventricular, most likely a predecessor lead. An increased interaction between both leads in the distal area was demonstrated through the sequences. Further damages noted during the analysis could be related to the extraction procedure. The conductor cables were found coiled inside their lumens. The shock coils were both found deformed. The conductor cable to the ring electrode was fractured in the distal area of the lead. These findings and the massive elongation of the distal lead fragment indicate strong tensile forces applied during the removal of the lead. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, an increased stress level of the lead in the implanted state led to the observed damage. Causes for elevated stresses are difficult to determine, however an accumulation of the above mentioned factors should be taken into consideration. The thorough analysis of the lead and the manufacturing records did not reveal any sign of a material or manufacturing problem.